Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation.visual inspection of the actual sample showed a crack in the set anticoagulant line connector, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer reported that the drug flolan (epoprostenol) was in use during therapy. Epoprostenol is not compatible with the polyethylene terephthalate glycol components of the prismaflex set. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using of a prismaflex hf 1000 set, ¿the stop cock and connection to the epo syringe was cracked" and leaked blood. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.